Manufacturer narrative:
Investigation summary: it was reported the syringes do not have markings on them. To aid in the investigation, seven samples, six in sealed packaging blisters and one in an opened packaging blister, and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringes are missing the scale marking. The two photos provided show some of the samples received. No other defects or imperfections were observed. This defect could occur if the scale printing station ran out of ink. A device history record review was completed for provided material number 302830, lot 3033870. The review revealed this issue was identified during the production of this lot. There was a related quality notification. All processes and final inspections complied with specification requirements. These sample could have been an escape from the incident reported. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd luer-lok¿ tip syringes had no scale markings on them. The following information was provided by the initial reporter: "there are 20ml syringes that do not have numbers/markings on them. Unable to provide accurate measurements."